Event description:
There was an allegation of a questionable gluc hk gen.3 (glucose) result from the cobas 8000 cobas c 701 module. The initial result was 97 mg/dl and the repeat result was 54 mg/dl. Testing on another cobas c701 gave a similar result to the repeat result. The specific data was not provided. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found the rinse mechanism was hitting the cells and the reagent probe rinse was not correct. He adjusted the rinse mechanism and the rinse levels. He ran operational and/or mechanical checks that passed. The customer completed setup and ran qc that was acceptable. The investigation determined the service actions resolved the issue.